Manufacturer narrative:
An investigation into a false negative event while using the bact/alert bpa culture bottle was performed. The customer did not provide any detail as to the timeline of events nor allow an analysis of the data back-up to be performed. P. Acnes is a common environmental contaminant and was likely introduced into the sample during inoculation. The most probable root cause was determined to be introduction of the organism into the patient sample during the blood collection process at a very low inoculum level. It is unknown if the p. Acnes organism isolated from the bottle was also present in the patient blood sample, or if the blood collection process itself introduced contamination into the bottle. P. Acnes is a known slow growing organism; therefore, the bottle being negative at 5 days is an expected result, especially at low inoculum volumes. The bact/alert sn IFU, document number (B)(4) was reviewed. The laboratory procedure of the IFU states "negative cultures may be checked by smear and/or subculture at some point prior to discarding as negative." Under the second note in the specimen collection and preparation section, the user is cautioned "...to prevent contamination during both bottle preparation and inoculation of the patient sample. Proper skin disinfection is an essential requirement to reduce the incidence of contamination." Additionally, the procedural notes and precautions instructs the user to take great care in order "...to prevent contamination of the patient sample during venipuncture and during inoculation into the culture bottles. Contamination could lead to a specimen being determined positive when a clinically relevant isolate is not actually present." The instructions for use should be closely adhered to in order to avoid introducing contamination into the patient sample. Based on the results of the investigation, the complaint could not be confirmed and the product is operating within specifications.

Event description:
A customer in the united states reported the occurrence of a false negative result in association with the bact/alert sa culture bottle. Subculture grew gram positive bacilli. The customer stated they are not aware of any adverse impact to patient treatment or patient state of health as a result of the discrepant result. The patient was discharged from the hospital. Data backup was requested by biomerieux for evaluation. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to the patient's state of health. An internal biomerieux investigation will be initiated.